Event description:
Device 2 of 2. See MFR's report number 1627487-2010-00121 for device 1. On (B) (6) 2010, the pt was implanted with an scs system placed at t-12. Post-op, the pt complained of severe pain in the left leg, even though the stimulator was off. On (B) (6) 2010, the pt was sent to a neurosurgeon. The pt had a CT scan which revealed that the percutaneous leads were placed intrathecally. On (B) (6) 2010, the doctor repaired the dura by suturing it closed and replaced the percutaneous leads with a paddle lead placed at t8-t9. The pt is doing well post revision.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.